Event description:
The customer reported that the insulin pump alarmed button error, buttons unresponsive and had high blood glucose. Customer's blood glucose was 286 mg/dl. The customer stated the insulin pump was exposed to lot of heat and sunlight then the buttons were not responding and got motor error alarm. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The insulin pump received with no act button response due to corroded keypad trace. No button error alarm noted during testing. Unable to perform functional testing due to no act button response. The insulin pump has minor scratched display window, cracked display window at bottom right side corner, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.